Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 600 mg/dl at the time of the call. Customer has not treated for their blood glucose at the time of the call. The customer also reported experiencing low blood glucose between (B)(6) of 2015 that led to hospitalizations. Customer reported being hospitalized on b)(6) 2015. Customer's blood glucose was 29 mg/dl at the time of admission on (B)(6) 2015. The customer stated the perceived cause of their low was from too much insulin for their meals. Troubleshooting found the insulin pump failed a displacement test. It was also found insulin exited from the insulin pump before 0.0 units was reached. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device was programmed with a wizard bolus and monitored. The bolus was delivered and recorded properly in bolus history screen. No bolus wizard anomaly noted during testing. The device had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime/fill anomaly noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was communicated properly with one touch ultra- link and blood glucose meter. No cosmetic damage noted. Pending volume accuracy test.